Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent damage occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous posterior descending artery. The taxus express2 2.5 x 16 mm drug eluting stent was unable to cross the lesion. The device was removed from the pt and the edge of the stent was found to be lifted. The procedure was completed with a 2.5 x 12 mm taxus express2 stent. No pt complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and a similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.